Event description:
The customer reported that there was a stator not on error message, this error may cause the sys to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.